Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported an unk number of spectrum pumps were alarming for 'upstream occlusion.' The customer noted that this occurred when the tubing was folded and bent over. It was also reported that there was no pt injury.